Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a mildly tortuous and mildly calcified proximal left anterior descending artery. A 3.25 x 33 mm xience alpine stent was implanted. On (B)(6) 2015, the patient had chest pain and thrombosis was confirmed under angiography in the xience alpine stent which was treated with aspiration and balloon angioplasty. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. Angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.